Manufacturer narrative:
The reported events were lead perforation, failure to capture and undersensing. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood/ tissue. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. The reported events of failure to capture and undersensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient experienced chest pain. During a remote follow up, undersensing and loss of capture were noted on the right ventricular (rv) lead. X-ray imaging was performed and reveled a cardiac perforation. An ultrasound was performed and no pericardial fluid was observed. The rv lead was explanted and replaced to resolve the event. No additional intervention was required. The patient was in stable condition.